Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.

Event description:
It was reported that the customer had a button error and keypad issue on the insulin pump. The customer's blood glucose level was 75 mg/dl. The customer stated that he suspended the insulin pump and left it poolside in a dry area, and when he got out of the pool, it was beeping button error. The customer stated that the esc and act button is unresponsive. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.